Event description:
Pt had breast cancer in 1999. Breast implant was inserted in 1999 and explantation was in 2003. Pt had pain and overall general discomfort. An expander was put in temporarily. A custom made implant from spain was supposed to be implanted but their doctor informed them that the FDA had put a stop to importation of implants. Pt has pain and feels uncomfortable.